Event description:
The customer reported erroneous high patient results and negative anion gaps generated for ise (ion selective electrode) na (sodium), potassium, and cl (chloride) involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Customer provided verbal patient data for three (3) patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au480 clinical chemistry analyzer. The failure mode is due to multiple hardware malfunction. The field service engineer inspected instrument and determined multiple parts malfunctioned. The fse replaced the ise buffer valves, ise buffer syringe, and ise reference electrode which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).